Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing low alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when blood glucose was lower than the set limit of 80 mg/dl. As a result, the customer experienced symptoms of tremors and dizziness and required a third-party treatment of glucagon injection and sugary foods. There was no report of death or permanent injury associated with this event.

Event description:
A missing low alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when blood glucose was lower than the set limit of 80 mg/dl. As a result, the customer experienced symptoms of tremors and dizziness and required a third-party treatment of glucagon injection and sugary foods. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh005qna4r has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a known good reader, a linearity test was performed, and the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.